Manufacturer narrative:
Retainer ring = unknown. Customer returned insulin pump for alleged unexpected battery power loss found on (B)(6) 2019. Unable to perform displacement test due to missing retainer ring. Insulin pump passes sleep current test. Pump fails active current test and self test. Pump fails self test due to pump error 63. Successfully downloaded history files and traces using thus. Confirmed pump error 63 on (B)(6) 2022 at start time 12:35:54.000 variable 03. Keypad overlay was peeled and traces of on the keypad assembly were examined and found cracked solder joint at pin 3. The following power loss alarms/alerts were noted on event date: replace battery alert [73] on (B)(6) 2019 at start time 08:00:00.000. Power error alarm [25] on (B)(6) 2019 at start time 11:00:00.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to connector resistance j6, electric board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6, electric board 1, the pump was monitored and functioned properly. P-cap locks properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, detached retainer, and pillowing keypad overlay. High active current, unexpected battery power loss, pump error 25, and charge lasting less than expected due to connector resistance issue with j6 connector on electric board 1. Pump error 63 due to cracked solder joint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery runs every 2-3 days, the cap was replaced but the issue was not solved. The customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.